Event description:
Boston scientific received information that right ventricular (rv) lead exhibited high pacing threshold with loss of capture due to a lead dislodgement that was a result of twiddler's syndrome. A revision procedure was performed where cracks in the insulation were observed due to the twisting associated with twiddler's syndrome. Subsequently the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.